Event description:
It was reported that the tip of the harmonic scalpel broke off during a procedure. The tip did not break off inside of the patient. The procedure was completed successfully without any surgical delay. There was no medical treatment or intervention and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. Examination of the returned device revealed biological material on the teflon pad, missing distal tip and a broken blade. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are the blade contacting a hard object, or overtightening of the instrument. Instructions for use (IFU): "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ this report is being filed as a malfunction due to sss being in a two year reporting cycle for this event type. The reported event will continue to be monitored through post-market surveillance.